Event description:
Doctor had a patient who needed a 3 cm defect repaired with a medium v patch. The patch was placed behind the rectus sheath but not intra abdominally. The repair was done in a sublay fashion. One week after the patient had the defect repaired he returned to dr's rooms and had a lot of redness and swelling around his umbilicus. It was very unsightly and needed to be drained. The dr said there was a yellow lumpy fluid oozing from the wound and so he drained close to 100mls from the wound. He had the fluid sent to the pathology dept to see if it was an infection. The results were, "no leucocytes, no growth, no living organisms". One week after the fluid was drained and the patient was given some anti-inflammation medication, the wound had settled down and did not require any add'l draining. The patient made a full recovery and needed no more treatment.

Manufacturer narrative:
In the process of evaluation. A follow-up report shall be provided upon completion of the evaluation.